Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist sent a follow-up letter and reviewed the customer care advocate's (cca's) documentation of 2009, the day of the patient's call. The patient complained that her onetouch ultramini meter would not turn off the day before at 10 pm; the last result was frozen on the display. The patient injected 50 units of novolog insulin and "right away" was sweating, shaking, and dizzy. Although the symptoms typically indicate low blood glucose, there was no report that the patient self-treated with food or glucose to alleviate the symptoms. It would be helpful to know if the result on the display was obtained at 10 pm or earlier, if the 50 units of insulin was in the usual nighttime amount or extra, if the patient self-treated the symptoms, and if the patient was symptomatic when she injected insulin and lastly, if she was symptomatic, why she injected insulin. Because the patient allegedly had symptoms that meet criteria for serious injury, possibly after either obtaining a blood glucose result or being unable to test due to the meter powering off, the complaint is classified. The cca replaced meter and test strips after resolving the issue.